Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#: va1lren027, implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, lot#: va1huwh030, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-nov-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator (ins) for spinal pain. It was reported that an x-ray on (B)(6) 2018 showed minimal movement of the leads. No actions were taken and the event was noted to be unresolved with no actions planned. The cause of the lead movement was not provided. No symptoms or further complications were reported or anticipated.